Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 10/09/2019. An investigation was conducted on 11/06/2019. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be fully flexed away from the hot jaw from the center to the tip of the hot jaw remaining attached at the base, but detached at the tip of the hot jaw. No other visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 sn (B)(4) at level 3.0. The device did turn on and an audible sound was heard when activating the toggle. The device passed the pre-cautery test; it did produce visible steam and heat during ten (10) 3-second activations. The device was tested for the safety shut down system as the device would turn on, and produced visible steam. A temperature and resistance test was unable to be conducted to evaluate the device function due to the damage of the heater wire. Based on the returned condition of the device, the reported failure "electrical issue¿ was not confirmed, but was confirmed for the analyzed failure "material twisted/bent". Specific actions for the analyzed failures "material twisted/bent, wire" failure mode is being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 stopped working during activation. They claimed it was before 14 seconds. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 stopped working during activation. They claimed it was before 14 seconds. A replacement device was used to complete the procedure. The hospital did not report any patient effects.